Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl. The customer required assistance by paramedics to be transported to the emergency room and was subsequently hospitalized. Bg was treated with carbohydrates and unspecified intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended. Upon follow up, it was reported that customer¿s healthcare provider has made adjustments to pump settings.